Event description:
It was reported that the implantable neurostimulator (ins) would not connect with the physician programmer. It was unknown why the ins would not connect and if the ins battery had depleted prematurely. The ins and lead were replaced and the patient recovered without sequelae. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the device, model 3058, found no significant anomaly, battery normal end of life, no telemetry and no output. Analysis of the lead, model 3093-28, found the lead/body/conductor was broken. The #1 conductor was broken within 10 cm of the proximal end of the lead and the #0 conductor was broken at the #0 connector weld site.

Manufacturer narrative:
Product ID 3093-28, lot# unknown, product type lead product ID 3093-28, lot# j0401885v, implanted: 2004-(B)(6), explanted: 2012-(B)(6), product type lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).